Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker exhibited failure to interrogate. The pacemaker was explanted and replaced. The patient's condition is unknown.